Manufacturer narrative:
Initial reporter name and address: phone number: (B)(6). Health effect - (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Information contained in this report was previously submitted through [asr/psr/410psr] on 11/02/2022. Reason for reoperation: rupture.

Event description:
Healthcare professional reported broken device. Device has been explanted. This relates to an unknown side.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. It is not possible to determine, the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Healthcare professional reported, left side. For "broken device".